Manufacturer narrative:
The manufacturer previously received information alleging a patient experienced water consume issue using a ds2adv auto CPAP. Additionally, patient also feels that the pressure fluctuates and cannot breathe with it. During the event, the patient did not experience any harm. The device was returned to the manufacturer's product investigation laboratory (pil) for evaluation. During the evaluation of the device at the pil, the device was externally and internally inspected, and iso (international organization for standardization) port had dust-like contamination and hairs/fibers in it, along with a potential mineral deposit stain. Inlet/outlet seal had white dust-like contamination on it. Center enclosure had brown dust-like contamination on the rim. Center enclosure had potential mineral deposit stains on the inside of the iso tube. There was oxidation discoloring on some of the trace pads and vias of the pca near fs_dn which is an anticipated occurrence. Dust-like contamination on the blower motor and inside of it. White and black dust-like contamination and hairs/fibers at the air inlet of the blower box. White and black dust-like contamination and tiny hairs/fibers in the blower box. Blower box wire guides had dust like contamination in them. Dust-like contamination and hairs/fibers in the bottom enclosure. Heater plate had cracks around the rim of the epoxy on the on the bottom of it. Potentially a vendor lamination issue. Pil was not able to confirm the complaint. The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer became aware of a ds2adv auto CPAP device was contacted in reference to a thermal product malfunction. The service center received information alleging burnt heater plate. The patient also alleged of having difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the technician's evaluation, the technician noticed burnt heater plate. Should additional relevant information become available, a follow-up report will be submitted.